Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they turned the stimulation on for a while and felt that it's not working. The patient mentioned that they can't feel the stimulation. Patient further explained that they turned the stimulation off back in september last year due to having multiple surgeries and blood disease. Patient texted the medtronic representative yesterday and was told to call patient service. Agent asked patient to check the controller and patient stated the controller was at 60% and the implant was at 30%. Patient confirmed that the stimulation was on. Agent had the patient to increase the stimulation and patient had the stimulation to 3.4 and still not feeling the stimulation. The patient was redirected to their healthcare provider to further address the issue. 2 calls. Agent asked for the event date but the patient could not remember the exact date but mentioned that at the beginning of september last year. Caller also mentioned that during the call, their controller keeps locking on them but patient was able to use the controller as intended.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports the patient had not turned stimulation intensity up high enough to feel it. Rep reports a clinical specialist met with the patient on (B)(6) 2025, educated the patient on how to use their equipment, and this resolved the issue.